Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 496mg/dl with diaphoresis, frequent urination and confusion. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the basal menu was not blank but the basal settings were empty rather than basal menu blank. The reporter stated that the patient visited their healthcare professional (hcp) and changes were to the pump and that the hcp may have cleared the basal rates. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in clearing basal rates.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (clearing basal rates).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2016 with the following findings: the bb starts on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).